Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on (B)(6) 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires on the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of unit revealed no discrepancies or discernible damage. Returned power cord, ac adapter, and rt. Angle power ext. Cable were rigorously stressed without the unit losing power. No software malfunctions, errors, warnings, or anomalies were observed during unit boot-up or during handheld touch screen commands. Patient data back-up was performed successfully using returned 4g gsm modem. Unit passed all test steps during diagnostic-testing. Customer reported difficulty turning on pes. The reported problem that the unit won't power up was unconfirmed. The reported damage at the power connector plug was unconfirmed. The cause of the reported event remains unknown as visual inspection did not reveal damage to the returned device and accessories. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.